Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer was overheating. The event logs listed the micro processor unit (mpu) sensor detected overheating. The event logs also listed power supply sensor failure. The programmer also failed incoming test common mode/wrist electrode and the log also showed link electronic module (lem) errors. It was also indicated that the personal computer memory card international association (pcmcia) card slot eject button broken and the system fan was noisy. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer overheated, during setup. It was noted that the programmer was shut down for approximately fifteen minutes and restarted, but the issue recurred. The programmer was returned for service. There was no patient involvement.